Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl. The customer current blood glucose was 301 mg/dl. Customer report customer does not allege pump was under delivering. The customer state that there was no leak and air bubble in tubing. Customer reports insulin exited at the quick release. Customer treated with insulin pump. Troubleshooting was performed. The product will not be returned for analysis.